Event description:
It was reported that the tibia baseplate subsided and was loose.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer - hospital policy.

Manufacturer narrative:
An event regarding loosening involving a duracon baseplate was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because further information is needed.

Event description:
It was reported that the tibia baseplate subsided and was loose.